Event description:
A thrombus requiring intervention was reported where the versacross transseptal sheath was used. Versacross transseptal sheath and versacross rf wire were used for transseptal with heparin administered post transseptal puncture. Immediately after transseptal, a thrombus was observed on the versacross transseptal sheath. The thrombus was aspirated/dissolved and the devices were removed. Post transseptal puncture, the case was aborted for anatomy restrictions, unrelated to the thrombus. As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
As baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.